Manufacturer narrative:
The device displayed properly. No missing segment/partial display or bleeding, black spots noted. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that display screen had missing segments and black spots. Customer's blood glucose was between 200 mg/dl and 300 mg/dl. Troubleshooting was performed and customer was advised that inulin pump would be replaced.